Event description:
The pt stated that she was hospitalized in 2006 with a low blood glucose reading of 30 mg/dl. She stated that her daughter found her passed out and unconscious on the floor. The paramedics were called and she was rushed to the hosp. The pt believes that the paramedics gave her something with glucose. She reported symptoms of chest pain and kidney problems. The pt's normal blood glucose range is 110-210 mg/dl. The pt stated that she started using the infusion device again sixteen days later, the day after she was released from the hosp. The pt did not wear her infusion device while in the hosp. The pt's blood glucose is now back within her normal range at 157 mg/dl with her new infusion device. This infusion device was sent in for evaluation because the device did displayed the 09 (technical inspection due) alert.